Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 278007, expiration date 02/29/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Customer reportedly received results of 14.0 mmol/l on mobile system 1 and 7.0 mmol/l on mobile system 2 within 10 minutes. Customer administered unspecified insulin based on result of 14.0 mmol/l. No adverse event reported. Requested return of suspect device.